Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string on a tampon was too short and did not have a knot at the end. She did not use this tampon and discarded it.